Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. This issue is not confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the d00780504_e. After a thorough investigation the software support team confirmed patient had multiple login attempts failing on 18th december. The login attempts are failing due to invalid credentials being entered. Patient then changed password but did not attempt to login after password was updated. The most likely root cause is incorrect credentials being entered. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: the customer seem to be trying to connect to carelink during outage time. Please confirm if customer was able to pair now, if not please follow below steps and confirm: we can confirm patient had multiple login attempts failing on 18th december. The login attempts are failing due to invalid credentials being entered. Patient then changed password but did not attempt to login after password was updated. Please have the patient follow the following recommendation steps: 1) try logging in with the updated password in carelink website on incognito mode. 2) make sure the username is correctly entered: disable any password manager or autofill. 3) if the login is not working. Please have the patient change password. 4) once the patient is able to login in the website, please have them try logging in to the app please try resetting the bluetooth cache and re-pairing with the pump using the following steps: leave the pump pairing screen in the minimed mobile app if it¿s active. Remove the pump from the ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). Remove the mobile device from the pump. Turn bluetooth off from the ios settings app (settings > bluetooth). Wait 5 minutes. This wait is needed to allow the ios to reset the bluetooth cache. Turn bluetooth back on. Navigate to the pump pairing screen in the minimed mobile app. Attempt pairing with the pump if the previous steps did not work, please try restarting your mobile device and re-pairing with the pump using the following steps: leave the pump pairing screen in the minimed mobile app if it¿s active. Remove the pump from the ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). Remove the mobile device from the pump. Restart the mobile device. Navigate to the pump pairing screen in the minimed mobile app. Attempt pairing with the pump if the previous steps did not work, please try re-installing the mmm app using the following steps: remove the minimed mobile app and all the app data (settings > general > iphone storage > minimed mobile > delete app). Remove the pump from the ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). Remove the mobile device from the pump. Install the minimed mobile app. Navigate to the pump pairing screen in the minimed mobile app. Attempt pairing with the pump. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced software error, no communication from pump to mobile, login issue in carelink. The customer reported no adverse event. The event involved product(s) mmt-6102, mmt-7333. "Oops, something went wrong screen" unable to resolve with existing troubleshooting or labeled instructions, issue escalated. Login assistance, the customer was successful in logging in to carelink personal. Reported issue resolved, no escalation required. No harm requiring medical intervention was reported. No product return is required for mmt-6102. It¿s unknown whether the customer will continue using the application. No product return is required for mmt-7333.